Manufacturer narrative:
It is visible in the logs that alarm was only active once on (B)(6) 2019 during ventilation with o2 setting 100%. The maximum logged blower temperature was 80.4 degrees celsius. The customer was requested to replaced all filters. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 241 - temperature of blower high was active during use of device on a patient. The side of the machine was very hot when they replaced the machine. The device was used with 100% o2 setting for a long time. There was no patient harm associated with this event.